Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that a plum set was "unable to infuse properly". The event occurred during infusion. Unknown name of solution/medicine used. No obvious defects were noted on the tubing set like crack or breaks or hole, cut, tears, or any other defects. There was no flow in the primary line. The tubing was replaced and therapy resumed. The products were stored in an air-conditioned room in the hospital and were not exposed to extreme temperature conditions. There was patient involvement and no patient harm.

Manufacturer narrative:
Received one (1) used 142560488 primary plum set for inspection. The product was attached to an ICU medical-provided IV bag, primed per packaging directions, and a flow test was performed using an ICU plum pump. There were no difficulties in priming, no cassette errors, no occlusion alarms were generated, no air-in-line alarms were generated, and no restrictions in flow were observed. There were no restrictions in flow. The reported complaint of no flow was unable to be replicated or confirmed. A device history review (DHR) could not be conducted because no lot number(s) was/were identified.